Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is confirmed as the screw shaft was observed to be broken. Although no definitive root cause could be determined based on the provided information, it is likely the device experiences unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.005.540, lot: 5l21507, manufacturing site: mezzovico, supplier: n/a, release to warehouse date: 27 june 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient underwent revision surgery on (B)(6) 2021 due to broken trochanteric fixation nail-advanced (tfna) and the distal locking screws. The tfna nail was removed and replaced with a proximal femoral hook plate. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - screws: nail distal locking. This is report 3 of 3 for (B)(4).